Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager had failed. The unit was rebooted; however, the issue was not resolved. The field service engineer (fse) replaced the latch and wire harness on the remote manager unit. An open and close test was then initiated using the hardware test application, and the test passed successfully. No hardware failures were detected. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the smart remote manager failed. The customer was unable to recover the issue; the station was rebooted, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.